Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and found that it did not run and the housing was damaged (bent). It was further noted that the electric motor/electric control unit assembly was damaged (contacts corroded). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling and care. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine testing, it was observed that the electric pen drive device did not rotate. The event was not related to surgery. There was no patient involvement reported. There were no patient or user injuries reported. It was not reported if there was any medical intervention or prolonged hospitalization. All available information has been disclosed. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.